Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic presented for follow up. The rv pacing lead impedance had increased, the sensing had dropped and loss of capture at max output was noted. During revision, no set screw issues were noted. The lead was disconnected and tested fine through the pacing system analyzer. After reconnecting to the device, the measurements were normal and stable. Device and lead remains implanted. Patient was fine.